Manufacturer narrative:
Updated: d8, h3, h4, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation, definitive root cause of the no image issue could not be determined, however, the issue is a known inherent risk of the device and was likely the result of a kinked image sensor cable due to external stress to the cable from applying excessive stress to the bending section and or excessive stress to the universal cord as a result of excessive twisting and bending. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during set-up of the flex deflectable videoscope, prior to the patient being in the room, no image was displayed. There was no report of patient involvement or harm as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.